Event description:
It was reported that the patient's left ventricle lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.